Manufacturer narrative:
Initial and final MDR (B)(4).- MDR device 2 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that on 28-may-2024 the patient experienced an issue that four-infusion sets did not go into their skin while insertion process, customer stated feels like canasters did not have enough pressure to push through the skin. No further information available.